Event description:
Poor visual acuity[visual acuity reduced]. Iol exchange[lens implant removal]. Case description: spontaneous report: 2002135923us. This report was received from a physician who reports abnormal refraction after implant of a tecnis lens. A pt underwent cataract extraction with implant of technis lens, model #z9000 in 2002. The surgery was uneventful. Prior to surgery the physician used the correct a constant but also used a formula that has a built in surgeon factor. They remeasured k readings and axial length as they were essentially the same as pre-op. The lens was centered and their capsulorhexis usually measured 5.5 mm. Physician denied the lens was inserted backwards. One day post-op the pt's visual acuity was 20/60 uncorreted and second day post-op dropped to 20/100 uncorrected but was easily correct to 20/20 with minus 5 spherical lens. Post-operatively the pt was a minus 5 and the physician thought the lens may have been mislabeled. An intraocular lens exchange was performed 7 days later with another manufactured lens. The surgery was uneventful, however, a larger incision was made to remove the tecnis lens and the wound was sutured. Case comment: this case lacks significant info needed to provide an accurate casual assessement. The age of the pt seems unusual that pt has a cataract surgery with iol implantation. The pt has diabetes which might account for the premature cataract, however this is not stated in the report. It is not stated what is the dioptor of the lens inserted and what was the required diopter according to the surgeon's calculation. The reporter indicated that mislabeling of the product might be a reason for the poor visual acuity requiring lens explantation. This can only be determined after a technical complaint analysis report from the qa dept of the mfg site.